Manufacturer narrative:
Concomitant medical products: product ID 8781; serial# (B)(4); implanted: (B)(6) 2019; product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving unknown drug via an implant able pump. The indication for use was spinal pain. It was reported the patient got an infection and the pump was explanted. The event date was asked but unknown. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue or if any diagnostics/troubleshooting performed. It was unknown if interventions/actions were taken and it was unknown if the issue resolved. It was noted the product would be replaced in the future. The explanted device was discarded by the customer.